Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket c1 in the cubie drawer failed at the station. A field service engineer ejected all cubies from the row, inspected the rowboard, reinserted the cubies, and removed the side of the drawer to inspect the rowboard cable, then powered the station down and replaced the rowboard (353494-01), reassembled the drawer and powered the station up to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 3.2 indicated errors that the "device not detected on the communication bus and read, write, or invalid cubie memory". The malfunction occurred when a user tried to issue medication to a patient, resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.